Manufacturer narrative:
Shipping pin was removed and scale was recalibrated.

Event description:
It was reported via repair work order that the scale was inaccurate due to a shipping pin being left in the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.